Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility. A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially relate to the event occurred during manufacturing.

Event description:
A report was received that the stimulation was causing a burning sensation in the patients left leg. It was also noted that the patient had lost therapy and had to charge the ipg frequently. The patient underwent an ipg replacement procedure and was doing well postoperatively.